Event description:
The patient was revised due to infection. The insert was observed to be worn and the tibial tray and femoral component were loose.

Manufacturer narrative:
No product was returned. Product information required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should addtional information be received, the investigation can be reopened.